Event description:
It was reported that the patient presented for a routine pacemaker replacement procedure. Prior to the procedure, it was noted that the pacemaker was pacing a few beats per minute less than the programmed rate. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.